Event description:
Screw portion of an acetabular trial liner broke off during the procedure. Item was recovered and procedure continued as planned. Trial instrument returned to sales representative. FDA safety report ID #(B)(4).